Event description:
In preparation of inserting foley catheter, while pulling catheter out of the covering the catheter broke in half. Upon attempts to insert the second foley catheter, the texture of the tube did not feel right to the nurse. In inspecting the tube, a hole and area of uneven feel of the catheter was noted. There was no harm or injury to the patient. FDA safety report ID# (B)(4).